Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, PICC placed (B)(6) 2024 removed (B)(6) 2025 line fractured and had to be removed via ir as completely in two pieces. The top of the securacath was removed to find the end of the PICC had already snapped/perished, leaving the remaining part of the PICC in the patient's arm. The patient was receiving long term IV antibiotics. Removal of the remainder of the line required intervention of an interventional radiologist and fluoroscopy. Patient safety compromised.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. An initial visual observation showed use residue on the returned sample, and a circumferential break was observed in the catheter tubing between the 7 cm and 8 cm depth markers. The catheter was also observed to be flattened between the 3 cm and 5 cm depth markers. A microscopic observation revealed the edges of the break sites were rounded and the fracture surfaces were observed to have a granular surface texture. Repetitive kinking of the indwelling catheter appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.